Event description:
The caller reported a malfunction on the pump but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The malfunction code displayed was resettable, but the patient did not have charging supplies to reset the pump at the time of the call. The patient planned to return home to retrieve the charging supplies and intended to call back once they were available to reset the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.